Event description:
The dacapo power pack was received at service and repair with a broken housing and electrolyte leakage. However, neither pt contact to battery chemistry nor any injuries were reported.

Manufacturer narrative:
Conclusion: the returned device was visually inspected upon arrival. A mechanically damaged housing was observed, most likely due to external mechanical stress. The observed damage did not allow electrical testing to be conducted. The damage to the battery housing was clearly the reason for the malfunction of the device returned by the end-user.